Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. No intervention has been performed at this time and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. No intervention has been performed at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional review of device data by boston scientific technical services confirmed there appears to be no signs of premature battery depletion and no abnormal increase in the power consumption. The s-ICD remains in service and there were no adverse patient effects were reported.